Event description:
It was reported the pt is experiencing scs ipg recharge issues. An sjm rep was unable to resolve the issue with reprogramming. At this time, intervention has not been determined.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.